Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight low glucose with a documented nadir of 54 mg/dl while using the ilet with a g7 cgm, and the user attributed the pattern to recent dietary changes; education and troubleshooting were provided advising consultation with a clinician before adjusting settings. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic symptoms. Outcomes included self-treatment with approximately three spoonfuls of nutella and six ounces of juice, no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint intake review and user counseling on factors that can influence automated insulin delivery. Investigation of this case revealed no device malfunction reported and a plausible contribution from lifestyle or dietary changes affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.